Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that "local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal." A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery through a legal claim letter that the patient was implanted with the device on (B)(6) 2015. According to the legal claim letter, the patient developed an infection after surgery that required antibiotic treatment. Reportedly, the patient has improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.